Manufacturer narrative:
Continuation of concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 22-jun-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was reported that 16 electrodes all with high impedance values. Eric states getting chiropractic treatments and does neck adjustments and neck exercises. Eric is an electrician and states understanding that repetitive movements in his neck put stress on the wires leading up to the electrodes in the cervical lead. Impedance values: zero equals 26800, one equals 26800, two equals 17970, three equals 17870, four equals 11470, five equals 23120, six equals 38460, seven equals 17570, eight equals 28790, nine equals 32070, 10 equals 35290, 11 equals 32020, 12 equals 30690,13 equals 31860, 14 equals 32120, 15 equals 32730 ohms. The patient is reporting a loss of stimulation. The cause was noted to be repetitive neck movement secondary to neck chiropractic adjustments and regular neck exercises done at level of cervical lead implant. The patient is also reporting a return of pain. The issue is on going. Planned referral for surgical lead replacement. Additional information was reported that the managing clinic plans to replace existing surgical lead at a future date. No, awaiting insurance approval for lead replacement surgery.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the hcp wanted to replace the surgical lead and extension adapters with a new surgical lead. Items explanted will be returned. With replacement surgical lead all contacts had normal range impedances and postop programming had great paresthesia coverage of pain areas. Patient was happy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 39286-65 serial# (B)(6) was returned for analysis. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the lead. Analysis identified that conductors #0, #1, #2, #3, #4, #5, #7 were broken and conductors #8 through #15 were broken 11.8cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.